Manufacturer narrative:
Per the clinic, it was reported that the patient was placed under general anesthesia in order to remove the patient's abutment due to the reported infection and skin overgrowth at the implant site. Following the procedure, topical antibiotics were applied to the site and the wound was dressed. The implant fixture remains insitu, however; device non-use remains.

Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the surgeon, the patient experienced recurrent infections and as a result hasn't worn his processor for over a year. The implant remains in-situ.